Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced issue where the infusion sets cannula pops out fo skin which prevented the patient to recieve insulin between (B)(6) 2024. It event occured 3 or more hours after insertion, after being in use for less than 24 hours. The insertion was located at the abdomen. No further information available.